Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product history records could not be reviewed for the associated cartridge because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. File information provided indicated the use of an approved cartridge and handpiece combination. The viscoelastic indicated is not approved for use with the qualified cartridge combinations for this lens model. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgical coordinator reported that following an intraocular lens (iol) implant procedure the multifocal iol was exchanged with the same model in a different power.